Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received a notification during the load process stating. "The pump cannot detect the cartridge has been removed. Remove the cartridge from the pump and try again". Reportedly, customer was able to proceed with the load process and successfully load the cartridge. There was no impact to customers' blood glucose level.